Manufacturer narrative:
(B)(4). Final device analysis of the pump revealed motor gear corrosion. There was residue on the lower shafts of gears 3, 4 and 5, and around the jewel of the base plate. X-ray showed that there was no roller arm movement. The pump was stalled.

Event description:
It was reported that upon explant of the pump for end of life, there was found to be a rusty colored fluid in the pump or catheter. A dye study was performed showing no problems therewith. It was further reported that there was no patient injury. The medication being delivered via the device system was morphine sulfate.